Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed. The product returned for evaluation was a 5fr d/l powerpicc solo catheter. The print was worn on the extension legs and on the molded bifurcation of the catheter. The catheter held a curved shape memory between the molded bifurcation and the 12cm depth marking. The catheter shaft was wavy with the apex of the curves being located at the 11cm, 16cm, 19cm, 25cm and 36cm depth markers. Directly distal of the molded bifurcation, the catheter was kinked and collapsed. A semi-circumferential split was seen in the catheter tubing, within the crease of the compressed tubing. Microscopic examination of the split site revealed it to be 0.046¿ long. The edges of the split showed slight wear. The catheter material had white discoloration at the terminating ends of the split. When an attempt was made to flush the catheter with water, both lumens were patent to infusion. A spraying leak was observed from the split in the tubing when the red lumen was flushed, and a bubbling leak was observed emanating from the split in the tubing when the purple luer was flushed. The catheter outer diameter, lumen heights, lumen widths, wall thicknesses and septum thickness were measured at the distal end of the device and were found to meet the device specifications. Examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which placement, usage, securement and mechanical factors may gradually form a crack in the catheter. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that a PICC inserted on (B)(6) 2021 had to be replaced due to a hole in the catheter. It was further reported that the hole is located close to the end where it butterflies to the skin. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu1427 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC inserted on (B)(6) 2021 had to be replaced due to a hole in the catheter. It was further reported that the hole is located close to the end where it butterflies to the skin. No other information was provided.